Event description:
It was reported to tyco healthcare/kendall in 2007 that the balloon broke while inside patient's bladder (post-op c-section patient).

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.